Manufacturer narrative:
The subject device remains implanted, there has been no information to suggest an intervention is scheduled to treat the reported regurgitation. Without return of device and evaluation, the mechanism of the reported regurgitation cannot be conclusively determined. Note that this valve, model 6625lp is designed and marketed for the mitral position; however, it was implanted in the tricuspid position in this case. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event. Additional information will be reported once received.

Event description:
Patient contacted edwards via phone call, regarding her edwards porcine valve model 6625lp, which was implanted in the tricuspid position on (B)(6) 2003, and now reportedly leaking. Per the initial call, patient stated, "she was exposed to mold/bacteria after moving into her new home and after having an echocardiogram done; it showed that the valve is leaking. She has spoken with her insurance company and they won't cover a second valve replacement. Her question is, do we offer any other funding or know of any other funding programs that might be able to help her out? Also stated that her valve was working fine until she moved into her new place." An edwards clinician contacted the patient by phone, answered her questions, and also requested medical records. Patient stated she was ok, but her symptoms include: "palpitations after a cough, rash, and other strange symptoms...shortness of breath and similar edema like symptoms." The patient provided copies of medical records which confirmed moderate tricuspid regurgitation, without stenosis. Transthoracic echocardiography in (B)(6) 2012 revealed a bioprosthetic tv with thickened leaflets, moderate tr, dilated rv with hypokinetic free wall, and possible coronary sinus draining into the rv side of prosthesis. No information to suggest an intervention/reoperation has been planned to treat this valve, as it remains implanted.